Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) reported that the patient had been in the hospital, due to a motor vehicle accident, since (B)(6) 2015. The patient was only able to respond using non-verbal head shake. The patient responded via head shaking that stimulation system was not working. It was unknown if the implantable neurostimulator (ins) was on. It was unclear whether the stimulation was not working due to accident or was not working prior to accident. The patient was in pain, due to the ins not working, but also from the accident, which is why they wanted someone to come check the ins so that they can start managing the patient's pain from the ins standpoint. There was no patient outcome reported. The indication for therapy was chronic low back pain. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.